Manufacturer narrative:
Part: 03.835.004, lot: l972983, manufacturing site: (B)(4), release to warehouse date: 26. Oct. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Visual inspection: the synfix® evolution aiming device holder was received at us customer quality (cq). Upon viewing the sleeve component under 10x magnification, there was damage to inner portion of the sleeve that interacts with the core part and compression. No other issues were identified during inspection. Functional testing: upon assembling the locking sleeve cpl, the core part cpl and the compression spring correctly the core would descend properly but would not retract as intended without the use of some force. The damage to the inner portion is consistent as an end of life indicator for the device. The complaint condition was able to be replicated and is confirmed. Investigation conclusion: after a visual inspection per guidance, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 a synfix evolution aiming device holder was not functioning during the reverse logistics audit of the returned devices at millstone. There was no patient involvement and no additional information is available. This report is for one synfix® evolution aiming device holder. This is report 1 of 1 for (B)(4).